Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital perfusionist reported there was concern with pump flow status and an echo was being taken to determine flow status. Waveforms were sent to the manufacturer for analysis. The pt developed tamponade which was corrected. A day later, a pump power increase was noted and it was though to be caused by a clot in the pump or inflow position placement. The manufacturer suggested that they may need to consider a pump replacement for safety of the pt. A few days later, the pt was having hematuria and was put on dobutamine and milrinone and appeared jaundice and hemolysis was a concern. Results of the echo taken showed the inlet cannula position appearing normal with good alignment. A few days later, the lvad was exchanged with another lvad and the pt is doing well.

Manufacturer narrative:
The explanted pump was returned for evaluation. Examination of the inlet cannula revealed distortion to the inlet graft that appeared to have been present during support. The graft appeared to have been distorted during support and contributed to the restriction and redirection of blood flow, potentially leading to the reported hemolysis. The examination of the rotor revealed a denatured thrombus on the rotor that occluded one of the rotor pathways. The root cause of the thrombus found on the rotor could not be conclusively determined, although it appeared that the thrombus was ingested into the pump. The thrombus would have caused resistance on the rotor and led to the reported increase in pump power. The thrombus would have also restricted flow through the device and could have also potentially caused the reported hemolysis. No further information is available. The manufacturer is closing its file on this event.